Event description:
The device was explanted due to pacemaker syndrome. The device was upgraded to a ddd pacemaker.

Manufacturer narrative:
The device was subjected to electrical/mechanical function testing, and battery discharge analysis. Normal pacer operation was observed. The battery is partially deleted - normal.